Manufacturer narrative:
Product event summary: it was reported that the patient experienced multiple critical battery alarms. The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms from (B)(6) 2016 and (B)(6) 2016. Only one critical battery alarm was recorded close to the reported event date and was most likely due to a communication error. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. As a result, the most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Communication errors were investigated internally. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that the patient experienced multiple 'critical battery¿ alarms. The site believed the issue was controller-related since the batteries had been replaced multiple times in the past. The controller was exchanged. No patient complications have been reported as a result of this event.